Event description:
After submission of the initial MDR, product was received on 4/2/2026 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2026-110307 and 3004753838-2026-110307-01 were reported in error. Please disregard initial reporting of these events as these events have now been deemed not reportable.

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.